Manufacturer narrative:
This device is currently undergoing analysis. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) with a monitoring voltage of 2.68 volts and charge time measurements of 20.136 seconds. The device was explanted and returned for analysis. No adverse patient effects were reported.